Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on past the "lifevest wearable defibrillator" screen. The patient was issued a replacement monitor."

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on past "lifevest wearable defibrillator" screen) has been confirmed. As received, the monitor was unable to power up and was resetting after the splash screen. The cause for the monitor resets was isolated to intermittent bga joints on the digital signal processor (dsp) u500 on the monitor computer/analog board. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective dsp. The patient received a replacement monitor.